Manufacturer narrative:
The customer's meter was received for investigation. The device did not turn on during investigation, therefore the errorlog could not be read out. Contamination observed on the battery contacts caused a power interrupt, therefore it is not possible to turn on the meter. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device's display is cloudy and has faded segments. No actual misinterpretation of a result occurred. The customer stated she might have left the meter outside in the sun.